Event description:
Report received of an underdelivery due to the pump delivering to the collection bag and not the patient line. This was noted during preventative maintenance testing. There were no reports of any adverse patient events while the pump was in clinical use.